Manufacturer narrative:
Device analysis report attached. This report is submitted on february 29, 2024.

Manufacturer narrative:
This report is submitted on january 12, 2024.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device on (B)(6) 2023. The patient was re-implanted with another device during the same surgery.